Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The manufacturer's representative reported that there was no visible roller movement during study. The pump contained morphine; no patient symptoms were reported. The catheter was patent. The pump was replaced. A follow-up report will be sent if additional information becomes available to us.